Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an angel platelet-rich plasma procedure with venipuncture the centrifuge was unable to load the blood from the bag to the impeller. The sensor reads the blood, and the display shows the filling, but the impeller is empty. At the end of the procedure, although there is a quantity of 25ml processed in the ppp compartment, the display only shows 15ml. There was no harm for patient, operator or third party. The procedure was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.